Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that battery depleted quickly. Customer's blood glucose was 123 mg/dl. Reportedly, customer continued to use for insulin therapy.

Manufacturer narrative:
Corrected data: in addition to initial information.

Event description:
Customer's blood glucose was 132 mg/dl. Reportedly, customer continued to use pump for insulin therapy.